Event description:
The pump was returned for service reporting the device turns off by itself. The facility stated that the problem was found during routine biomed testing. No pt injury has been reported.